Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Resubmission due to gateway error experienced on (B)(6) 2024.

Event description:
It was reported the device exhibited an alarm stating the pump was empty. Per reporter the device had been off for almost 4 hours. The device log was check, the pump exhibited an 'air in line' alarm at 05:45 and volume infused was 226mls with 11mls left to infuse. Pump was restarted on patient as no other pumps were available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-02130. Please reference file mrn 3012307300-2024-01501 for all details pertinent to this event.